Event description:
Surgeon advised a 20 hole dcs plate broke post operative and was removed. Plate was implanted during revision of a fracture either above a plate or where a plate had been. The patient has an ipsolateral total knee and hip. The plate was placed and secured with screws and two cables with very good reduction.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation has not been concluded, no conclusion can be drawn. A review of the manufacturing records for this specific lot number has been requested.